Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one used needle suture was received for analysis. Product code w8006t. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, crimping marks were found on the strand. A functional test was performed in one suture piece using an instron equipment and the tensile force was above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained can you identify the lot number of the product involved? --received information as following from sales rep via phone today. The lot number is unknown.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2026 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew gingival implant. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.